Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner is not flush to their teeth like it is everywhere else. The gap is making it painful to their tongue and causing cutting and sore are to their tongue and back bottom teeth. When they bite down on the aligner it is missed aligned. They did try to file and buff the area which did not help. I did use wax which did help their tongue. Provided warm water tips and requested follow up. Patient replied back and said that aligners feel better after doing the tip provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.